Event description:
Per the surgeon, the implant was initially incorrectly positioned. The device was explanted (date unknown). The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on january 17, 2023.

Manufacturer narrative:
Correction: the correct date of awareness is december 23, 2022; not december 28, 2022 as previously reported. This report is submitted on february 10, 2023.

Manufacturer narrative:
This report is submitted on march 9, 2023.